Manufacturer narrative:
(B)(6). D4: complete device identification information was requested but has not yet been provided by the healthcare facility. F&p has requested for the complaint device to be returned for evaluation alongside further information such as device details. We will provide a follow up report upon completion of our investigation. Product background: the opt946 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times.

Event description:
A healthcare facility in canada reported via a fisher and paykel healthcare (f&p) field representative that the tubing of an opt946 optiflow + adult nasal cannula was found damaged during use. The healthcare facility reported that the patient desaturated to an spo2 of 67%, and the subject device was then replaced. The patient subsequently recovered and there was no further medical intervention.

Manufacturer narrative:
Corrected data: b4, b5, d9, g3, g6, h2, h3, h6, h11, (B)(4), d4: complete device identification information was requested but was not provided by the healthcare facility. Product background: the opt946 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times. Method: the complaint opt946 optiflow + adult nasal cannula was received at f&p in new zealand for investigation, where it was visually inspected. Our investigation is based on our evaluation of the subject device, information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the opt946 optiflow + adult nasal cannula revealed that a section of the tubing was torn at the 3-way connector of the subject device, with other sections of the tubing found stretched. Upon requests for further information, the healthcare facility reported that the subject device was in use for six days prior to the reported event. The healthcare facility reported that following the reported event, the subject device was replaced and the patient subsequently recovered. There was no further medical intervention, and no further patient consequences were reported. Conclusion: our investigation was unable to determine the cause of the observed damage to the opt946 optiflow + adult nasal cannula. Based on our knowledge of the product and previous investigations of similar complaints, the tubing was likely subjected to excessive force. F&p's manufacturing controls for the optiflow + tubing include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The subject opt946 optiflow + adult nasal cannula would have met the required specifications. The user instructions which accompany the opt946 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the head strap clip and the tubing clip are appropriately attached. The user instructions also state: - "do not crush or stretch tube, to prevent loss of therapy." - "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." - "cannula can become unattached if not used with the head strap clip." - "attach tubing clip to clothing/bedding to prevent cannula from pulling off face." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A healthcare facility in canada reported via a fisher and paykel healthcare (f&p) field representative that the tubing of an opt946 optiflow + adult nasal cannula was found damaged during use. The heathcare facility further reported that the subject device was in use for six days. The healthcare facility reported that the patient desaturated to an spo2 of 67%, and the subject device was then replaced. The patient subsequently recovered. There was no further medical intervention, and no further patient consequences were reported.